Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his wife (the patient) alleging that keypad button presses did not activate desired pump functions. The reporter denied that the pump was exposed to water. While reviewing the pump found that patient reportedly had difficulty getting the pump to respond to button presses. The alleged button issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was unresponsive to keypad button presses. There is no evidence however that the alleged issue definitively contributed to a serious injury. The reporter did not allege any harm or injury because of the reported button issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing was unable to duplicate the keypad complaint. Keypad is fully intact with no peeling or damage observed.all the keys are responsive to user input with normal spring back or click. Keypad was removed; no signs of moisture damage, contamination, or button contact defects were observed.unrelated to this complaint, pump booted with pinkish contrast faded display screen. Pump cover removed to replace screen; pump booted to normal contrast with replacement screen.